Event description:
It was reported the physician noticed a small amount of csf coming from the needle during a trial lead placement. The physician performed a small blood patch at the time. Immediately post operatively, the pt had stimulation and no reports of headache. It was reported the pt developed a headache postoperatively on (B)(6) 2012 and the physician performed an add'l blood patch. The trial continued with some success.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.